Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was programmed off due to a suspected lead fracture. Ra lead impedance trended high over a long period of time. The right ventricular (rv) lead exhibited noise. The ra lead and rv lead were capped and replaced. No patient complications have been reported as a result of this event.